Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified; however, it is likely that the front panel does not light up when the power is turned on due to the settings of the high flow insufflation unit (uhi-4). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the front panel display of the high flow insufflation unit is black upon initial power on. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the screen and all the light emitting diodes are completely black upon initial power. The display turns on and all the light emitting diodes had started working fine after selecting the cavity mode. The customer confirmed that there were no error tones from the device apart from the black display. It was advised to check the display mode by pressing the button in the front panel to make sure that it is not due to one of the modes. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.